Event description:
It was reported that a device was used during a laparoscopic gastric bypass. It was reported a piece of the device seal tore off and fell inside the pt. The piece was left in the pt. Another device was used to complete the case.